Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the heater wire on the jaws split apart. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater had detached from the hook and was bent and twisted. There were some signs of clinical usage, and some evidence of blood. Based upon the visual observations, the reported complaint for "insulation split apart" was confirmed as heater wire detached. Internal file number - (B)(4).